Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a supply change while using the ilet with a steel infusion set, performed a fingerstick showing 394 mg/dl, administered 4 units of insulin outside the ilet, paused and disconnected the pump per guidance, then encountered difficulty reconnecting and filling tubing until coached through a dry run and full supply replacement, after which insulin delivery resumed and glucose trended down. Symptoms included elevated blood glucose. Outcomes included transient interruption of insulin delivery with subsequent recovery and reduction in glucose from approximately 400 mg/dl to 252 mg/dl. Investigation included user coaching, review of pump status and alerts, a dry run to verify function, and replacement of infusion set, cartridge, and tubing. Investigation of this case revealed no device malfunction and that the event was consistent with user technique issues during supply change and use of insulin outside the system, with successful resolution after proper setup and reconnection. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with contributing factors related to use error and workflow during reconnection. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.